Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage or anything out of the ordinary noted. The issue occurred while the surgeon attempted to clamp on a vessel. The customer stated the issue was persistent and switched out the instrument to resolve the issue. The timing of the instrument was appropriate. The failure was due to the inability to move the instrument and was related to unexpected motion of clip applier while attempting to clip the vessel.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and failed the clip test due to misapplication of the clip. The instrument passes engagement and is able to retain the clip through engagement but cannot apply the clip. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue. Further investigation confirmed additional observations. Signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. The instrument was found to have dried residue around the clamping pulley cable groove.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument articulating tip was stiff when in use. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.